Manufacturer narrative:
The device was received for evaluation. During evaluation, the tubing ID label was observed to be missing. The cause was undetermined. The tubing ID label requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the tubing ID label was observed to be missing. No additional information is available.